Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results on architect c16000 processing module for several patients. The results provided were: on (B)(6) 2021 sid (B)(6) =679 u/l /repeated 262 u/l and 222 u/l. On (B)(6) 2021 sid (B)(6) =757 u/l /repeated=362 u/l and 357 u/l. On (B)(6) 2021 sid (B)(6) =1424 u/l /repeated=411 u/l and 419 u/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) instructed the customer to replace the cc cuv dry tip list# 09d51-02 and mixer list # 09d59-03 which resolved the customer¿s issue. No additional discrepant result issues have been reported since the parts replaced. A review of service history for the architect c16000, serial number (B)(6) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 did not identify any trends. A review of historical data for the cc cuv dry tip and mixer did not identify any trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacing the mixer list # 09d59-03 and cc cuv dry tip list# 09d51-02. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. A labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cc cuv dry tip and mixer or the architect c16000 processing module, serial number (B)(6) was identified.